Event description:
It was reported that during a follow up in clinic, the experienced shortness of breath and reduced r-wave amplitude was noted on the right ventricle (rv) lead. Diagnostic imaging was performed and cardiac perforation was observed resulting in effusion, tamponade, and shortness of breath. The device was reprogrammed to disable therapy. A revision procedure was performed, the rv lead was repositioned, and pericardial drainage was performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.